Event description:
Outpatient procedure for replacement of failed infusaport due to kinking. Device placed in 2004. Pre-incisional fluoroscopy shows 11 cm. Portion of catheter in patient's right ventricle. In cardiac cath lab this piece was removed. Pt returned to or for removal of remaining infuseaport and placement of a new one.